Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor filament was missing during use. He reported that the filament was not in the body. His blood glucose was 6.5 mmol/l. The customer was advised that the filament would have retracted with the needle hub. He said that this has happened 3 times with the last box of sensors. During troubleshooting, the customer said that the sensor cannula was not stuck to the adhesive and that he had inserted the sensor on the top of his stomach and that the introducer needle was hard to remove. He said that the sensor had only been worn for less than a day, the introducer needle was hard to remove and painful. The customer added that the sensor cannula was not intact but that the sensor cannula or introducer needle had not fractured while in his body. The sensor will not be returning for analysis.